Manufacturer narrative:
Analysis found the atrial connector was broken. Analysis also found the battery contacts were contaminated, the battery release latch was sticky, the upper case was polluted, the lower case was damaged, and the keypad was scratched and polluted. The ring, ring cover, bail covers, and attachments were missing. It was noted the device was received in bad cosmetic / mechanical condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.